Manufacturer narrative:
The cause for the discordant folate results is unknown. A siemen's representative was sent to the customer site. The siemen's representative performed testing using fresh reagents and the results were the same. Siemens healthcare diagnostics is investigating the cause of the discordant results.

Manufacturer narrative:
(B)(4). A siemens field service engineer (fse) was sent to the customer site. The fse repaired tubing connections at the base dispense probe, replaced luminometer cover, and replaced probes. The quality control for the folate assay was run and was acceptable. Siemens performed an investigation and the internal data did not confirm the quality control bias or the patient bias that was observed by the customer for the folate assay prior to service.

Event description:
Low bias advia centaur xp folate results were observed by the customer with controls and patients when switching to reagent lot# 211. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant folate results.